Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; disconnection due to ccd cable buckling omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the disconnection cannot be specifically identified, but a load was applied to the distal end side due to stress during assembly or excessive twisting of the universal cord. As a result, the internal structure of the endoscope is disturbed due to the interference of the trocar, and it is considered that the frame of the bending tube and the cable are in contact with each other and disconnected. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
On october 23th, 2019, olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the ltf-s190-5, the endoscopic image was abnormal. The user replaced the subject device to another one and completed the procedure.there was no report of patient injury associated with this event.